Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a follow-up report.

Event description:
No pressure / flow venturi-effect not working as expected which lead to additional sections in the area of the debridement. An additional treatment was necessary.

Manufacturer narrative:
The reported complaint was deemed inconclusive. The device was not returned for evaluation so the complaint could not be confirmed and a definitive root cause could not be identified. However, based on the complaint description, it is possible that problem reported may be related to a known issue similar to that previously investigated for versajet I handpieces and classified as ¿inaccurate stream delivery¿. The most probable causes for an underdeveloped jet are: air entering the saline line; misalignment between the jet line and the waste line; a console setting being either too low (not enough water circulation) or too high (water jet puncturing the metal tip at the vertex); loss of water volume in saline intake; a combination of low saline volume intake combined with high console setting. Additionally, there are various known operating conditions that may lead to excessive ¿overspray¿ or mist during use of the versajet ii handpieces. Per the IFU, when used on wounds where bone, tendon or other dense tissue may be encountered during the debridement procedure, excessive spraying and/or misting may occur due to the interruption of the stream of sterile saline by hard tissue. Spraying and/or misting are more frequent at lower power settings due to less pressure. Spraying and/or misting may be reduced by keeping the waste evacuation tube straight. Lastly, if the device tip becomes blocked with foreign matter, a reduction in device efficiency or the presence of spray from the tip may result. To eliminate the obstruction, remove the handpiece from the wound site, release the foot pedal and remove the obstruction with forceps. Do not touch the opening in the high-pressure jet with forceps. Once the obstruction is removed, press the foot pedal and check for steady stream of sterile saline flow. If the obstruction is not completely removed, repeat procedure or check that the evacuation line is not pinched by forceps or being stepped on, or that the collection container is full. Manufacturer review of the device history record for the reported lot number 16413 my found all requirements were met at the time of release and no inconsistencies were noted. At this time, no corrective action is warranted. Future product complaints will continue to be tracked and trended to detect any recurring issues and if needed, corrective action(s) will be initiated at that time.

Event description:
No pressure / flow venturi-effect not working as expected which lead to additional sections in the area of the debridement. An additional treatment was necessary.